Event description:
This lead was attempted in implant on (B)(6) 2013 due to damage on terminal end. The physician was dr.(B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).